Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 39 ng/l and was reported outside the laboratory. The result from a second sample was 4 ng/l. The clinicians questioned the first result and the sample was rested with a result of 4 ng/l. There was no adverse event. The reagent lot number was 187548. The expiration date was requested but was not provided. A specific root cause could not be identified. Preanalytical issues were possible as it was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. It was also noted there was an alarm that the analyzer was not at the correct temperature which seemed to be ignored by the customer.